Event description:
Customer reported a leak when using the coulter lh 750 hematology analyzer. The leak was described as ¼ cup of diluted blood leaked from the instrument and onto the counter. Fluid appeared to be coming from the needle bellows. A beckman coulter field service engineer was sent to the customer's facility to evaluate the instrument. The operator was wearing a lab coat, face shield, and gloves at the time of the incident. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and did not observe the leak when he arrived to site. The fse returned to the site on (B)(4) 92014 for stripper plate, vent line sensor (vls) and bellows errors and found that the needle bellows was not draining correctly. He replaced valve vl47b, which had a partial obstruction, to resolve all the issues. The fse then performed verification of instrument to meet the specified requirements per established procedures. No failure mode was identified for this event. (B)(4).